Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, testing at the clinic in 2007 showed that the patient's cochlear implant was not functioning properly. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done about 2 weeks later were consistent with intermittent receiver/stimulator function. The patient's device was explanted about one month later, and a new device was reimplanted during the same surgery.